Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on 2 months prior around (B)(6) 2018, with unknown blood glucose levels at the time of the incident. The customer was at 55 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The customer had come from the dentist, was driving during the incident and missed their off ramp. Troubleshooting was not completed as the customer declined. The customer also had a high of 243 mg/dl on the morning of the call. The insulin pump will not be returned for analysis.